Event description:
Fidelis lead removed and replaced. Bi-v ICD was not recording any pacing. Medtronic recommended exchanging it out. Atrial lead removed because of high threshold.what was the original intended procedure?lead removal and replacement.